Manufacturer narrative:
The reported event of sensing noise was confirmed. As received, a complete lead was returned in one piece for analysis, measuring 45.9 cm. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found an external insulation abrasion at 9.6 to 9.9 cm from the connector pin, exposing the outer coil. The abrasion was consistent with being caused by friction to the device can. The cause of the reported event was isolated to the exposure of the outer coil in the abrasion zone.

Event description:
It was reported that there was lead noise on the atrial lead, causing episodes of oversensing and inappropriate automatic mode switch. The lead was explanted and replaced, and the patient was discharged post-procedure.